Event description:
On (B)(6) 2009, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2010, the patient presented with a duodenal-aortic fistula and stent-graft infection. According to the physician, the fistula was due to friction from the trunk pressing on the aneurysm sac, and the stent-graft infection developed due to the fistula. On (B)(6) 2010, the patient underwent an explant of the stent-grafts and surgical repair of the aneurysm with an ax-bifem bypass. A left groin infection developed after the procedure, which was treated and has resolved. No further complications were reported.